Event description:
It was reported the device exhibited a 'downstream occlusion' alarm and that the pressure sensor membrane is bubbled. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to verify and duplicate the reported issue. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.